Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was no longer effectively working because the buttons were not responding at all. The blood glucose level was unknown. The customer also reported that he had a hard time for the buttons to work which sometimes go wrong. His doctor already advised him to call us up today for replacement. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The device will be returned for the analysis.